Event description:
It was reported that the physician started the case with endobronchial ultrasound (ebus) and then switched to monarch. During the procedure, the physician encountered system fault messages and elected to abort the case. There were no reported clinical consequences to the patient.